Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that the patient¿s abutment screw fractured inside of the implant on (site ada 30). Clinician was unsuccessful in retrieving the fractured screw inside the implant. Resulting the removal of the implant. The patient is scheduled for implant replacement. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.rp.017330

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the patient¿s abutment screw fractured inside of the implant on (site ada 30). Clinician was unsuccessful in retrieving the fractured screw inside the implant. Resulting the removal of the implant. The patient is scheduled for implant replacement. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.